Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and bladder pain ('bladder burns/it gets worse around my period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder pain (seriousness criterion medically significant), back pain ("back hurt daily"), arthralgia ("left hip hurt daily"), abdominal distension ("bloating"), micturition urgency ("feel like I have to pee every 5 min"), depressed mood ("feeling depressed"), tearfulness ("feel like crying") and fatigue ("exhausted all the time") and was found to have weight increased ("feel like whale all the time/I have to fit into a wedding dress next month"). The patient was treated with surgery (hysterectomy and surgery on bladder). Essure was removed. At the time of the report, the medical device removal had resolved and the bladder pain, back pain, arthralgia, abdominal distension, weight increased, depressed mood, tearfulness and fatigue outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bladder pain, depressed mood, fatigue, medical device removal, micturition urgency, tearfulness and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media: back pain, arthralgia, abdominal distension, bladder pain, micturition urgency, weight increased, depressed mood, tearfulness and fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report received, event medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and bladder pain ('bladder burns / it gets worse around my period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder pain (seriousness criterion medically significant), back pain ("back hurt daily/middle low back"), arthralgia ("left hip hurt daily"), abdominal distension ("bloating"), micturition urgency ("feel like I have to pee every 5 min"), depressed mood ("feeling depressed"), tearfulness ("feel like crying"), fatigue ("exhausted all the time"), musculoskeletal pain ("right shoulder pain") and uterine scar ("uterus looked scarred and unhealthy") and was found to have weight increased ("feel like whale all the time/I have to fit into a wedding dress next month"). The patient was treated with surgery (hysterectomy and surgery on bladder). Essure was removed in 2018. At the time of the report, the medical device removal, bladder pain, back pain, arthralgia, micturition urgency, weight increased, depressed mood, tearfulness, fatigue, musculoskeletal pain and uterine scar had resolved. The reporter considered musculoskeletal pain to be unrelated to essure. The reporter considered abdominal distension, arthralgia, back pain, bladder pain, depressed mood, fatigue, medical device removal, micturition urgency, tearfulness, uterine scar and weight increased to be related to essure. The reporter commented: I had a hysterectomy 2 years ago and all he symptoms went away within 6 months. ¿concerning the injuries reported in this case, the following ones were described in patients social media: back pain, arthralgia, abdominal distension, bladder pain, micturition urgency, weight increased, depressed mood, tearfulness and fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media comment received. New event " uterine scar" and essure explanted date added. Outcome of events updated to recovered. New reporter and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and bladder pain ('bladder burns / it gets worse around my period') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced bladder pain (seriousness criterion medically significant), back pain ("back hurt daily/middle low back"), arthralgia ("left hip hurt daily"), abdominal distension ("bloating"), micturition urgency ("feel like I have to pee every 5 min"), depressed mood ("feeling depressed"), tearfulness ("feel like crying"), fatigue ("exhausted all the time") and musculoskeletal pain ("right shoulder pain") and was found to have weight increased ("feel like whale all the time/I have to fit into a wedding dress next month"). The patient was treated with surgery (hysterectomy and surgery on bladder). Essure was removed. At the time of the report, the medical device removal had resolved and the bladder pain, back pain, arthralgia, abdominal distension, weight increased, depressed mood, tearfulness, fatigue and musculoskeletal pain outcome was unknown. The reporter considered musculoskeletal pain to be unrelated to essure. The reporter considered abdominal distension, arthralgia, back pain, bladder pain, depressed mood, fatigue, medical device removal, micturition urgency, tearfulness and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media: back pain, arthralgia, abdominal distension, bladder pain, micturition urgency, weight increased, depressed mood, tearfulness and fatigue". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event right shoulder pain was added. Previously reported event verbatim back hurt daily was updated to back hurt daily/middle low back. New reporter added. Processed with fu 1.3. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.